Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump shutting off unexpectedly. Customer delivered a correction bolus via pump to address bg level. Customer confirmed pump display turned on when plugged into a power source. Customer continued to use pump for insulin therapy.